Manufacturer narrative:
A field service engineer (fse) evaluated the the instrument and found a leak of approximately 1cc coming from worn tubing through pinch valve vl3. The fse replaced tubing at vl3 . The repairs were verified per established service procedures. (B)(6).

Event description:
The customer reported hemoglobin (hgb) recovered high on controls and cassettes were not lowering onto the rockerbed of the coulter lh 780 hematology analyzer.. There was also a leak observed that was contained inside the instrument. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, face protection, and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.